Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed. Instructions for use for the related event are as follows: impella 5.5with smartassist for use during cardiogenic shock, section: potential adverse events (united states): ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
We received a notification via abiomed¿s long-term outcome and quality indicator (loqi) impella registry regarding a patient that endured renal failure with a "possible" relationship to the impella device used: ¿the patient was admitted with a history of chronic kidney disease type iii. The patient developed acute-on-chronic kidney insufficiency during index admission due to poor renal perfusion. The patient was started on continuous renal replacement therapy on (B)(6) 2025. Admission creatinine 1.90 mg/dl; peak creatinine 4.67 mg/dl ((B)(6) 2025).¿ the patient outcome not recovered/not resolved.